Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified mid right coronary artery. A 3.0 x 12 mm vision stent delivery system was advanced past the lesion and then pulled back to the lesion when the stent implant caught on calcification and dislodged. A 3.0 x 15 mm trek was advanced and engaged the dislodged stent implant and deployed it in the proximal rca which was not a planned procedure; although it was also diseased. Attempts were made to cross the proximal rca to treat the mid rca with a non-abbott stent delivery system and a 3.0 x 8 mm vision; however, neither stent delivery system would cross the implanted stent. The procedure was stopped at this time without treating the mid rca. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.